Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred, pump turned off and would not turned back on. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.